Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. No parts were replaced. The stm completed full calibration and the iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had no ECG trigger. No patient harm or serious injury was reported, and there was no adverse event reported.